Event description:
During an unknown procedure, the balloon had been broken from the beginning. Another device was used to complete the case. There were not adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.